Manufacturer narrative:
Ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The sensor interface board (sib) was recommended for placement to resolve the reported issue. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation. There was no patient involvement.